Manufacturer narrative:
Medwatch number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programed to deliver a secondary antibiotic (flagyl) at 260ml per hr. During infusion, it was discovered that both the primary (normal saline) and secondary antibiotics were infusing at same time despite the programming. The IV antibiotics did not infuse at the correct rate and the device did not alarm to notify that both medications were infusing at the same time. The error was identified when the volume of the secondary bag was found to be more than what the device had said had been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer 'over/under infusion of medication' which was reproduced during evaluation. Evaluation observed and found the flow accuracy testing was conducted on this pump with the flow rate of 260ml/hr, as customer reported flow rate, for 60 minutes, and the error percentage rate was at -6.9892% which was out of the +/-5% specification range but within the 5 to 10% range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.